Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for two week post implant check. Upon interrogation of the device, no capture at max output and dislodgement were discovered on the left ventricular lead. The lead was repositioned on (B)(6) 2018. The patient was stable before, during and after the procedure.